Event description:
It was reported that the post device change out procedure, the implantable cardioverter defibrillator (ICD) and right atrial lead (ra) exhibited high out of range pacing impedance measurements of greater than 3000 ohms. An x-ray was taken which did not provide sufficient information to determine a cause of the high pacing impedance measurements. Boston scientific technical services (ts) recommended detailed lead evaluation and a better resolution x-ray. The cause of the high impedance measurement was unable to be determined and the setting on the ICD was reprogrammed to pace and sense in the ventricle only, thus electrically abandoning the ra lead. The ICD and ra lead remain n service and no adverse patient effects were reported.